Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked at the middle membrane port. The leak was discovered in the dispensing room prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 26-27, 2023. H11: the actual device and a video of the sample was provided for evaluation. Visual inspection was performed on video sample which identified leakage from the administration spike port bonding area. Visual inspection of the actual sample did not easily identify leakage. Functional leak testing of the actual sample was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.